Event description:
A customer reported touch screen being unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and follow-up by technical support, leading to the case being closed without further action.